Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a cause for the reported thrombosis could not be determined. However, the reported patient effect of thrombosis as listed in the mitraclip instructions for use (if), is known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the thrombus on the device requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds), something was noted to be adhered to the clip. The physician did not feel it was a blood clot. Aspiration was performed and the cds was removed considering the risk of embolism. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.